Manufacturer narrative:
A review of the device history record could not be conducted due to the device being discarded. No further investigation could be conducted as the specific device was not returned or identified by the user facility.

Event description:
Report received from the USA stating that during a surgical procedure, the perforator declutched early and would "just spin and spin." There was no pt injury reported.